Manufacturer narrative:
H10: additional manufacturer narrative:updated: a4, b4, b5, b7, g3, g6, h2, h6.

Event description:
It was learned via the patient registry that a patient with a 27mm 3000 pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years, one (1) month due to severe, symptomatic aortic stenosis. The patient was admitted with heart failure, shortness of breath, with hypoxia and in cardiogenic shock. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was noted to be in recovery post procedure and was discharged on pod #5. Per medical records: the patient was being evaluated for elective tavr but decompensated requiring admission and intubation prior to tavr.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including history of bicuspid aortic valve, hyperlipidemia and diabetes mellitus.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 27mm 3000 pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years, one (1) month due to unknown reasons. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was noted to be in recovery post procedure.